Event description:
Journal reference: blahak c. Wohrle jc, capelle hh, et al. Health-related quality of life in segmental dystonia is improved by bilateral pallidal stimulation. J neurol 2008;255(2):178-182. In ten patients with idiopathic segmental dystonia, we prospectively evaluated the effect of bilateral gpi stimulation on quality of life. Follow-up was to a mean of 17 months postoperatively. Reportable event: in four patients stimulation-associated hypokinetic dysphonia impeded further increase of stimulation intensity of gpi dbs. However, in all of these patients, a satisfying compromise between the degree of dysphonia and improvement of dystonia could be achieved.